Event description:
It was reported that the pump had never worked properly and the patient was in a lot of pain. The caller stated 'it wasn't working.' The patient was on a lot of oral medications due to pain besides being on the pump. The caller stated that the patient would have 'highs and lows' where it was like he was getting too much medication and then not enough medication. The doctor interrogated the pump and said everything was working correctly. The pump replaced on (B)(6) 2012. Following replacement the patient was taken off of all oral medication and was in no pain. The device system was used to deliver hydromorphone, clonidine and bupivacaine. It was later reported that the problems began in (B)(6) 2011 when the pump was implanted. Dose adjustments had been made on (B)(6) 2011. A catheter dye study and pump rotor study were performed on (B)(6) 2011 with no abnormal findings. The cause of the event was unknown. The patient experienced drug overdose with sedation, opioid withdrawal, and lack of pain control. The reporter also wrote 'of high doses of oral opioids.' The patient required hospitalization due to the event. Patient outcome was reported as non-serious injury/illness.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), product type catheter; product ID 8596sc, serial# (B)(4), product type catheter. (B)(4).